Event description:
It was reported that the customer was hospitalized last (B)(6) 2014 due to diabetic ketoacidosis. Customer stated that she was on bolus history screen and had 1.00 n and was inquiring what this meant. Customer's blood glucose was over 600 mg/dl and had blood glucose of 783 mg/dl. Customer also mentioned had blood glucose was 683 mg/dl. Customer was transferred to trained representative. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.